Manufacturer narrative:
.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The pulse generator exhibited noise but it could not be reproduced with isometrics. The physician would continue to monitor the patient.